Event description:
Customer reported the road map function was not operating properly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and could not duplicate the reported problem. Sys operates as intended.